Event description:
Device report from synthes reports an event in the USA as follows: it was reported that on an unknown date, the surgeon will be removing a tomofix plate on (B)(6) 2022. No complaints or adverse events were communicated. Patient consequence was unknown. This complaint involves one device unk - plates: tomofix osteotomy. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unknown tomofix osteotomy plate/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b3: date of event is an unknown date in 2022. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. B1: there is no reported product problem.

Event description:
It was further reported that the procedure was completed successfully. Patient status was good. According to the surgeon, the plate tends to be large in some smaller females, and irritates the it band, causes stiffness occasionally and therefore needs to come out.